Event description:
Procedure: colectomy functional end to end anastomosis. Pt sex: unk. Reportedly, when the stapler was fired the surgeon confirmed strange sound, but continued firing. The staples were not placed to tissue at all and the sulu disengaged from the instrument. The sulu did not fall into the pt cavity. Less than 200 cc of bleeding was confirmed and the tissue was treated with another instrument. There was no reported injury.